Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that there were waveforms that interfered with clinical diagnosis. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Additional information regarding evaluation was requested without response from the customer.

Event description:
A customer reported that there were waveforms that interfered with clinical diagnosis. The customer reported that the device was used to confirm a patient¿s death.